Event description:
It was reported that the atrial lead exhibited noise leading to oversensing and triggering auto mode switch episodes. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found that as received, a complete lead was returned in two pieces. Visual examination found an external insulation abrasion breaching the outer insulation and exposing the outer coil. The cause of the reported event was due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can. All other damages were sustained during the procedure.